Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer stated that cannula was bent. The insulin flow block was received and resolved by changing the infusion set. Insulin pump passed the self test and failed in displacement test. The insulin pump will not be returned for analysis.